Event description:
It was reported to rhytec, inc. That a misuse event may have caused a patient to be overtreated during a product demonstration. The event occurred when a physician failed to adhere to the sales warnings of treatment contraindications and recommended treatment parameters. The event will necessitate medical intervention to prevent permanent impairment of the pt's body structure. The physician delayed his assessment and care of the patient after the treatment. The combination of the delayed response and misuse by the physician resulted in the need for medical intervention and also caused the delay in accumulating information for medwatch reporting.